Manufacturer narrative:
Additional pro codes ¿ mni, mnh, kwp, kwq. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent revision surgery due to disengagement of the two (2) unknown screw heads on the top right and one (1) unknown screw head on the top left of the construct from an unknown screw shafts. Initially, the patient was revised to an existing universal spine systems (uss) poly construct (3 level) was prolonged (2 level) to achieve spinal fusion on (B)(6) 2019. During revision, the uss ii polyaxial screw holder broke off. They broke like a spiral fracture on their shaft. The procedure was completed successfully with a 120-minutes surgical delay reported. Patient status is unknown. Concomitant devices reported: unknown screw heads (part# unknown. Lot# unknown, quantity unknown), unknown rod (part# unknown. Lot#unknown, quantity 1); rod crimping pliers for uss implants (part# 388.490, lot# unknown, quantity 1); uss ii polyaxial rod introduction pliers for rods (part# 03.607.009, lot# unknown, quantity #1); socket wrench t-handle (part# 388.143, lot# unknown, quantity 1); socket wrench l handle ( part# 388.584, lot # unknown,quantity of 1). This report is for one (1) ti polyaxial head for uss polyaxial. This is report 6 of 7 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d10. H3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record device history lot part: 04.607.402, lot: 3l08452, manufacturing site: mezzovico, release to warehouse date: 10. Jan. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary several parts of the uss-ii polyaxial system were returned for investigation due to clicking sound during use or even due to the breakage of some clamping rings of the uss-ii polyaxial 3d-heads. Due to the high complexity of the incident, the investigations had to be split among several complaints. (B)(4). The present complaint captures the intraoperative event (surgery 15 apr 2019) where some new implanted uss-ii polyaxial screw heads needed to be replaced as metallic sound was noted and three clamping rings are broken. The review of the device history record revealed that all involved parts were manufactured in accordance to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. Parts were forwarded to the manufacturing site for evaluation, in addition two broken clamping rings were forwarded to an external laboratory for material analysis as well as one clamping ring was investigated by our internal laboratory (materials testing). Summary: the dimensional re-inspection, the raw material certificate review and the document/specification review didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. Based on the examination of the fracture surfaces it can be concluded that the clamping rings were subjected to multiaxial forces, probably caused by a combination of the rod, sleeve and 3d-head pressing on the clamping rings, which led to a material overload and fracture. The wear marks on the rings suggest, that some movement was involved after the clamping rings were put in place. The material properties were checked and found to be in accordance with the international standards iso 5832-11:2014 and astm f1295 - 16 for implants made of titanium alloy (ti6al7nb). No evidence of material or manufacturing defects were observed. The investigation found no product related issues that would have contributed to this complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. (See also parent complaint (B)(4)). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.